Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced dizziness. It was further reported that the epicardial right atrial (ra) lead exhibited oversensing. The ra lead remains in use. No further patient complications have been reported as a result of this event.